Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic expressed concern about the cardiac resynchronization therapy defibrillator (crt-d) battery longevity. A device check was done and it was determined that there was no unexplained battery depletion. It was further noted that the left ventricular (lv) lead exhibited high and rising thresholds. The lv lead also exhibited high, varying impedances that resulted in several lead warnings. It was suspected that there was a pending fracture on the lv lead. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.